Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 32 mg/dl. Customer was treated with juice. Customer' blood glucose level went down to 37 mg/dl, then customer had banana and juice then blood glucose level went up to 84 mg/dl. Customer's blood glucose value was 114 mg/dl. The insulin pump will not be returned for analysis.